Event description:
It was reported that a continu-flo secondary solution set would not prime. The reporter stated that the customer was ¿unable to flush the tubing; they can squeeze liquid into the drip chamber, but cannot flush after that.¿ this occurred during priming. There was no patient involvement. No additional information is available. This is report 5 of 6.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.